Manufacturer narrative:
Submitted: (B)(4) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed call service alarms recorded. The time and date was accurately set at the start of investigation. On investigation, the pump successfully performed rewind, load and prime sequence with alarm. The pump was exercised for 24 hours without alarm. The pump was opened for investigation and revealed a motor wire was torn. The display screen was dim and had a pink contrast. A test display was connected to the pump and was normally functional.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: torn motor wire and dim, pink contrast of the display screen.